Manufacturer narrative:
Per the customer, the device sample was discarded and will not be sent back for evaluation. Since the sample was not returned for examination, we are unable to determine a root cause for the reported event. If additional information is received, this complaint will be re-opened for further investigation. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection, and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing site. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 12/20/2016. An investigation is currently underway. Upon completion, the results will be forwarded. Additional information has been requested. If additional pertinent information becomes available, the report will be updated.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an dialysis catheter. The customer reported that the hub on a palindrome dialysis catheter had broken down to the luer lock ring and had to be replaced in the patient.

Manufacturer narrative:
Submit date: 12/21/2016. It was reported to covidien on (B)(6) 2016 that an issue occurred with a dialysis catheter. The customer reported that the hub on a palindrome dialysis catheter had broken down to the luer lock ring and had to be replaced in the patient. It was reported to covidien on (B)(6) 2016 that an issue occurred with a dialysis catheter. The customer reported that the hub/luer adapter on a palindrome dialysis catheter had broken/cracked down to the luer lock ring and had to be replaced in the patient.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with a dialysis catheter. The customer reported that the hub/luer adapter on a palindrome dialysis catheter had broken/cracked down to the luer lock ring and had to be replaced in the patient.